Event description:
Spouse of home patient (hp) reports hp "lost their dwell", due to the separation of the patient line of the homechoice set and the transfer set during initial drain of apd treatment. No further information received from hp or known by unit rn. Rn reports no patient injury or medical intervention required as a result of incident.